Manufacturer narrative:
Block e1: initial reporter's phone number: (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endosonography with hot axios placement procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was deployed, but it didn't expand. The physician then proceeded to deploy the second flange. The stent was removed with foreign body forceps and another axios stent was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."